Manufacturer narrative:
Product analysis: after visual and optical examination, it appears that threads of the set screw are cross-threaded/damaged. This damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the thread. The results are consistent with misalignment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# 6430530 and 510k# k143375 and UDI# (B)(4), is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous posterior fusion at l3. Intra-op, when attempting to perform final tightening of the set screw at l3, the product idled. The problem was solved when the screw was replaced. After the operation, when the screw was checked, it was found that the screw tab was bent. Thread of the set screw was found to be shaved. Locking cap was not attached to the tab extender when inserting the set screw, and there was a gap between the rod and the screw head. The product came in contact with the patient. No fragments of the implant remained inside the patient. No patient complications were reported.